Event description:
Pieces of tampon stuck in vagina [foreign body in reproductive tract] started to take the tampon out but it started to shred, there are some pieces stuck in vagina still [complication of device removal] pain, in vagina [vulvovaginal pain] discomfort - vagina [vulvovaginal discomfort] tampon started to shred [device breakage] case description: consumer contacted via phone and stated that when she started to take the tampon out it started to shred, and there were pieces stuck in her vagina still. No serious injury was reported.

Manufacturer narrative:
13-nov-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Pieces of tampon stuck in vagina [foreign body in reproductive tract]. Started to take the tampon out but it started to shred, there are some pieces stuck in vagina still [complication of device removal]. Pain, in vagina [vulvovaginal pain]. Discomfort - vagina [vulvovaginal discomfort]. Tampon started to shred [device breakage]. Consumer contacted via phone and stated that when she started to take the tampon out it started to shred, and there were pieces stuck in her vagina still. No serious injury was reported.